Event description:
Reporter alleged blood glucose measured 500 mg/dl back to back with a result of 140 mg/dl, when testing was performed 1 minute apart. Customer stated when looking in the meter memory, results were 504 mg/dl versus 175 mg/dl. As a result of the comparisons, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.